Event description:
Patient's mother contacted dexcom technical support on (B)(4) 2012 to report that on (B)(6) 2012 patient had suffered a hypoglycemic episode and had required paramedics' assistance, at which time patient's bg was measured at 46 mg/dl while cgm was reading 80 mg/dl. Paramedics administered glucose gel and patient was given 2 juice boxes, a granola bar and cheese, after which patient felt better. At the time of her call to dexcom technical support on (B)(4) 2012, patient's mother reports that patient was feeling better.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. Not returned to manufacturer.